Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the pli is a representative of the model family, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline gender/age/weight of the patients represented in the article is female/14 years old/62 kg. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cryoablation with an 8-mm tip catheter for pediatric atrioventricular nodal reentrant tachycardia is safe and efficacious with a low incidence of recurrence.¿ pace. June 2010; 33:681¿686. Doi: 10.1111/j.1540-8159.2010.02706.x. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation catheter: there were five (5) patients who had episodes of ah (atrial-his) prolongation during the procedure, which required the procedure to be stopped prior to its completion. Of note, none of these patients had any ¿impaired av nodal conduction¿ during the follow up period. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.